Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for septus poisoning in late (B)(6) 2014. The patient's blood glucose was 500 mg/dl and he was treated via manual insulin injection. The customer was hospitalized for three days. The patient also had issues with his insulin pump. The display quit last night and new batteries would not power the device back on. The display finally came back on after a battery change but the keypad remained unresponsive. The patient also had low blood glucose events in the 40 mg/dl range, which he would treat with food. The insulin pump was not returned for analysis.